Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 was unable to close. The field service engineer found that the rails of auxiliary drawer 1 were physically damaged, which affected the station's functionality. Then, the fse replaced both rails in the drawer, reseated the drawer into the cabinet, and successfully recovered the station. Then latch and position sensors were tested, the pyxis cable was reseated, and the hardware was rebooted. A field service engineer tested the drawers in hardware test application and verified the device functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer was unable to close and there was a physical damage. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.